Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported complaints of low battery gauge was confirmed. Based on the information provided, it was determined that the device experienced unexpected battery depletion. Based on the data provided, the root cause of the unexpected battery depletion was not able to be determined.

Event description:
New information noted that the implantable cardiac monitor was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported complaints of low battery gauge was confirmed. Based on the information provided, it was determined that the device experienced unexpected battery depletion. Based on the data provided, the root cause of the unexpected battery depletion was not able to be determined. The reported event of premature battery depletion was confirmed. The device was at elective replacement indicator (eri) level upon receipt. Device arrived able to interrogate. Device was cut open and high current drain on hybrid was noted. Further analysis was performed, and an integrated circuit anomaly was found to be the root cause of high current drain and premature battery depletion.